Event description:
It was reported that after a rock climbing accident the patient was fussed from s2 to t11. Six months after the fussing the rod broke at l5 doing a leg lift. Revision surgery occurred to fixed it and additional bone at l5 and rod was added to brace the broken rod. After the revision surgery the patient believes the rod broke again.

Manufacturer narrative:
Results: the following was reported by a patient that a styker rod was implanted in the patient's back and this rod broke six months after implantation. This rod was revised with an additional rod and rod connectors. The revision rod broke 4 days after the revision surgery. The reported event is confirmed by x-ray imaging that was provided by the patient. It was reported that the first rod breakage occurred while the patient was "doing a leg lift." Implant ifus for stryker products indicate that it is the responsibility of the surgeon to warn the patient possible adverse effects. Activities such as lifting can apply inordinate stress upon the implant and resultant forces can cause failure of the device. The cause of the first rod breakage is likely patient related. Fracture of the second rod from the revision surgery is confirmed by a review of the x-ray. This is a very long construct and the screw spacing is not consistent throughout the construct. The spacing of the screws likely put additional stresses on the construct and may have contributed to the reported event. The second rod breakage is likely caused by a patient/user error and is also multifactorial in nature. Conclusion: the product was not returned, therefore the exact root cause cannot be determined and is likely multifactorial.

Event description:
It was reported that after a rock climbing accident the patient was fused from s2 to t11. Six months after the fusing the rod broke at l5 doing a leg lift. Revision surgery occurred to fixed it and additional bone at l5 and rod was added to brace the broken rod. After the revision surgery the patient believes the rod broke again.